Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was a break in aseptic technique. The patient was retrained on proper aseptic technique. After being hospitalized for 12 days, the patient recovered and was discharged. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.